Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer had elevated blood glucose levels (300-350 mg/dl). Customer stated they delivered manual injections to stabilize blood glucose levels and will continue to use manual injections for continued insulin therapy.